Event description:
Pt had replacement of defective lead on 2/2/94. Placement of lead was difficult possibly due to condition of pt's heart. It was necessary to return pt to or on 2/3/94 to remove the lead as it had moved and was no longer performing effectively. Previous smda filed for original defective lead.device labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, invalid data. Results of evaluation: none or unknown. Conclusion: invalid data. Certainty of device as cause of or contributor to event: no. Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.